Event description:
An attorney alleged that the patient has been "repeatedly hospitalized to correct its defective leads." A lawsuit further alleged that the lead dislodged and was "defective", and that the patient was hospitalized during the replacement surgeries. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. Due to the proprietary nature of the event, followup was not done. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: attorney alleged that the patient has been "repeatedly hospitalized to correct its defective leads." A lawsuit further alleged that the lead dislodged and was "defective", and that the patient was hospitalized during the replacement surgeries. The lead was replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn. Dislodged, defective device.